Event description:
A surgeon reported that his unidentified colleagues in (B)(6) have noticed a problem with intraocular lenses (iols) implanted in an undetermined number of patients. The surgeon stated "they refer to the problem as 'glistenings' and think that it is due to the change in temperature of the lens as it comes up to body heat." The surgeon did not provide contact information for his colleagues; therefore, follow up could not be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).